Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported via literature article to evaluate were seven eyes have adverse events and surgical complication of improper anatomical placement. One eye complicated by iridodialysis and inadvertent iridectomy during implantation, the stent was noted to be inadvertently placed in the suprachoroidal space. This subject developed postoperative peripheral anterior synechia (pas) at month six. There are seven medical device reports associated with this report. This is 3 of 7.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of iridodialysis, peripheral anterior synechia (pas), and placed in suprachoroidal space; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instructions for use (IFU) could potentially contribute to an outcome similar to the reported event. Peripheral anterior synechia (pas) is highlighted as a potential risk associated with anterior chamber surgery, as stated in the product¿s IFU. Literature citation: ahmed iik, berdahl jp, yadgarov a, reiss gr, sarkisian sr jr, gagné s, robles m, voskanyan la, sadruddin o, parizadeh d, giamporcaro je, kothe ac, katz lj, navratil t. Six-month outcomes from a prospective, randomized study of istent infinite versus hydrus in open-angle glaucoma: the integrity study. Ophthalmol ther. 2025 may;14(5):1005-1024. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.